Event description:
The report received indicated that the patient was enrolled in the (B)(4) study. The patient was asymptomatic for the index procedure. The target lesion was the ostial right internal carotid artery (rica). The lesion was reported to be: mildly tortuous, concentric, mildly calcified, type I right ostium. The reference diameter was 6mm and the lesion length was 15mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated and a 9.0 x 30mm precise rx stent was implanted. Post-procedure diameter stenosis was 10%. An angioguard was used during the procedure with no complications. After pre-dilatation the patient experienced a sudden onset of aphasia and dysarthria, which lasted for less than 24 hours. The patient fully recovered. No treatment was administered. Addendum: additional information was received and indicated the previously reported ae's of aphasia and dysarthria were changed to tia. Addendum: additional information was received/review of the adjudication minutes indicated that during the index procedure, the patient experienced hypotension which was treated by administration of neosynephrine. The cec minutes received were reviewed. The adjudication agrees with the assessment of tia-ipsilateral, related to procedure and device. The minutes indicate that after post-dilation of the precise stent, the patient developed dysarthria and weakness and numbness in the left arm and left leg. This was associated with hypotension that was treated with neosynephrine, this information was not previously reported. The event of tia has been previously captured as a non-reportable complaint. Required changes to the file will be the addition of a pi for the precise stent code to tia and hypotension, reportable and a code of hypotension added to the angioguard and reported.

Manufacturer narrative:
The adjudication agrees with the assessment of tia-ipsilateral, related to procedure and device. The minutes indicate that after post-dilation of the precise stent, the patient developed dysarthria, weakness and numbness in the left arm and left leg. New information notes that this was associated with hypotension which was treated with neosynephrine. A (B)(6) male patient was enrolled in the (B)(6) study. The target lesion was a mildly tortuous, concentric, mildly calcified, type I right carotid artery ostium. The reference diameter was 6mm and the lesion length was 15mm. Pre-procedure diameter stenosis was 80%. The lesion was pre-dilated and a 9.0 x 30mm precise rx stent was implanted. Post-procedure diameter stenosis was 10%. An angioguard was used during the procedure with no complications. After pre-dilatation the patient experienced a sudden onset of aphasia and dysarthria, which lasted for less than 24 hours. The adverse event (ae) was later changed to a diagnosis of transient ischemic attack (tia). The patient fully recovered. (B)(4). Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00128 and # 9616099-2012-00567.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2012-00128 and # 9616099-2012-00567.